Event description:
The physician was performing a cryo bronchoscope on a patient. During use with the erbe cryo probe, the endoscopy technician noticed that the cryo probe catheter cover ballooning near the handle. The physician stopped the procedure; however, the catheter ruptured near the connection to the erbe machine. There was a loud noise that caused pain and ringing of the ear with the endoscopy technician. The endo technician was seen in the emergency department for an evaluation. The patient was not injured and the procedure was completed using another probe.